Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00002. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic ultrasound and endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, stent placement, and balloon sweep procedure (for the indication of cholelithiasis) using an evis exera iii duodenovideoscope with a single use distal cover, the patient experienced a duodenal perforation. The customer states that the perforation was not scope related. The customer provided 3 lot numbers of distal cover that could have been used in the procedure. The distal cover cannot be returned to olympus for evaluation, the reason stated, ¿not scope related¿. When asked if there were any abnormalities in the appearance of the scope or distal cover used in the procedure, the customer responded ¿no, not scope related¿. Additional details provided by the customer: patient underwent elective eus/ercp. Common bile duct stone was noted on eus. Purulent exudate was also seen in the major papula. And her bile duct was moderately dilated. Ercp examination was consistent with choledocholithiasis. Partial removal was complicated with biliary sphincterotomy and balloon sweep. Pancreatic stent was placed in the ventral pancreatic duct and a covered metal stent was placed in the common bile duct. Egd revealed a perforation was found in the duodenum following ercp. Six hemostatic clips were successfully placed with successful repair of the defect. Patient did report mild abdominal pain that has been persistent following the procedure and there was no worsening. Patient is denying any fever, chills, diaphoresis, nausea, or vomiting. Patient has history of chronic obstructive pulmonary disease (copd) and does not report any undue shortness of breath. Patient has history of congestive heart failure (chf) and does not report any dyspnea at this time. Patient has history of hypertension and is on coreg (carvedilol). Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the distal cover used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the event is likely due to suction operation by the user. When the user operates suction while distal end opening space is near the surface of mucosa, it causes the mucosa to be sucked into the distal cover. It has been determined the mucosa is maintained in a sucked state for several seconds after suction operation is stopped. Therefore, even if suction operation is not performed during withdrawal and the distal cover is not cracked, mucosal injury may occur if the scope is withdrawn immediately after suction operation is stopped. The instructions for use (IFU) states the following: important information ¿ please read before use: precautions: take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: - only apply suction when the endoscope is stationary. - after releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. Olympus will continue to monitor the field performance of the device.